Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Correction b5: the ipg was explanted and not explanted and replaced as previously stated. The reported observation of ¿inoperable ipg¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies and it communicated with all lab utilities. As received for analysis, the ipg¿s stimulation was ¿on¿ and the ipg exhibited normal device characteristics during analysis. Review of the ipg logs found there were multiple occurrences of ble timeout errors, including the event date, which would inhibit communication. In (B)(6) 2022 starting with program #3, then continuing with program #2 in july, there were program status errors that were generated up until the event date. This is consistent with the lead having impedance issues. In (B)(6) and again in (B)(6) of 2023 there were program changes made with a programmer, indicating that communication between a programmer and the ipg were successful.

Event description:
Additional information received shows patient underwent surgical intervention on (B)(6)2023 in which the ipg was explanted.

Event description:
Additional information received shows patient underwent surgical intervention on (B)(6) 2023 in which the ipg was explanted and replaced.